Event description:
It was reported that during a laparoscopic colectomy the surgeon fired the device across the mesocolon and the stapler would not open. The surgeon followed the proper firing sequence, but the stapler failed to release. The surgeon cut around the stapler using electro cautery. The case was completed with a similar device with no further pt consequence.